Event description:
It was reported the guidewire fractured. The physician was trying to cross a subtotal chronic total occlusion (cto) located in the right posterior tibial artery. While working through a .014 rubicon catheter with a v-14¿ controlwire, the tip of the wire appeared to have tied itself in a knot. The guidewire could not be retracted back into the rubicon .014. The physician took out the rubicon .014, and went in with a rubicon .035, but the guidewire was still unable to be removed. He pulled back with some force and the tip of the wire broke off in the patient. The physician tried to snare the tip of the wire, but was unsuccessful and the fragmented portion was left inside the patient. The physician was unable to complete treatment of the posterior tibial. The physician proceeded to treat different vessels like the peroneal and anterior tibial. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Patient is over 18 years of age. (B)(4).

Event description:
It was reported the guidewire fractured. The physician was trying to cross a subtotal chronic total occlusion (cto) located in the right posterior tibial artery. While working through a .014 rubicon catheter with a v-14¿ controlwire, the tip of the wire appeared to have tied itself in a knot. The guidewire could not be retracted back into the rubicon .014. The physician took out the rubicon .014, and went in with a rubicon .035, but the guidewire was still unable to be removed. He pulled back with some force and the tip of the wire broke off in the patient. The physician tried to snare the tip of the wire, but was unsuccessful and the fragmented portion was left inside the patient. The physician was unable to complete treatment of the posterior tibial. The physician proceeded to treat different vessels like the peroneal and anterior tibial. No further patient complications were reported.